Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented for follow-up, it was noted that the device failed to deliver a shock. The patient went into vf and the device aborted the first shock due to low impedance. The device¿s algorithm accommodated the failure and switched vectors to deliver a successful shock. The second shock was successfully delivered and converted the rhythm to sinus. The therapy was delayed and it didn't cause any adverse event to the patient. Physician elected to explant and replace both device and rv lead. Patient was stable.

Manufacturer narrative:
External insulation abrasion was found breaching the rv cable lumen at 37.1 ¿ 37.4 cm from the distal tip, consistent with friction to the device can. The rv etfe cable coating was intact in this location. External insulation abrasion was found at 38.1 -38.4 cm from the distal tip breaching the optim sheath only consistent with friction to the device can. Internal insulation abrasion breaching the rv cable lumen with one rv cable abraded at 21.0 ¿ 21.4 cm from the distal tip. The inner coil lumen was intact in this location. The cause of the reported events was isolated to the internal insulation abrasion breaching the right ventricular lumen with one right ventricular cable abraded.